Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer states that the heel warmer exploded into the nurses eye. The customer further stated that this happened at their (B)(6) facility. The customer stated that the nurse was taken to the emergency room where the nurse was given medication and also an eye wash.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring has contacted the customer on (B)(4) 2013. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.